Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the insulin pump had black lines running through the display and can't read. The customer¿s blood glucose level was unknown. Customer¿s mom cannot troubleshoot because the insulin pump was with the customer at school. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to display anomaly.